Event description:
It was reported that the user experienced hyperglycemia for several hours while using the ilet system, with blood glucose peaking at 315 mg/dl and trending down to 292 mg/dl by the end of the call; the user disconnected from the pump and selected ¿fill cannula,¿ and was advised to contact customer care for guided troubleshooting in the future, while allowing the ilet to bring glucose back into range. Symptoms included hyperglycemia without additional clinical manifestations reported. Outcomes included a minor illness/impairment impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no specific findings and insufficient information to identify a device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.